Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 10/30/2018. Philip's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported that the power supply output at the power management board was 24 volts. The fse advised the customer to replace the power management board. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the device failed to power off properly. The unit began to alarm and the customer turned off the power and was not able to power the unit back on. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 19dec2018. Date of manufacturer: 19dec2018. The customer opted to remove the device from service rather than perform repairs. No parts have been received at philips for analysis, therefore, a root cause could not be established.